Event description:
Caller reported an issue with incorrect time settings on a device, which was greater than a 5-minute discrepancy. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in updating the pump time and was advised to monitor and follow up if the time discrepancy occurred again. The customer understood and acknowledged the guidance provided.